Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead revealed noise on a electrogram (egm) for approximately six seconds. No inappropriate therapy was delivered as a result of noise. A chest x-ray was performed and revealed an acute angle of the lead near the clavicle. An insulation break is suspected and a revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date, the revision procedure has not taken place and the rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated an amended report submitted should further information be provided.

Event description:
Approximately one month later, a revision procedure was performed due to a suspected lead insulation break. During the procedure, the noise which was observed on an electrogram at the patient's previous follow up was unable to be reproduced. Both episodes of noise were non sustained and therefore the patient did not receive treatment for this noise. All other lead measurements were within normal limits. No visible abnormalities were found on lead. The lead was successfully replaced and discarded at the hospital. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.